Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) had a power supply problem. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) turned on the machine and noticed the batteries were at 0% and the machine would immediately turn off. Fse turned the machine back on, and the cs300 remained on, and the batteries were charging normally. Fse checked the power supply and the menu, and the voltages were correct and therefore deduced that the machine was turning off because it was not plugged into the mains.fse performed preventive maintenance at the same time. Batteries were replaced during this maintenance. Equipment tested according to the manufacturer's protocol and operational.

Event description:
N/a.